Manufacturer narrative:
There has been no indication of any system failure or malfunction, however the explanted device was discarded and not available for evaluation. Troubleshooting while the device was implanted had been unable to identify any conclusive cause for the lack of efficacy in this case.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. Patient had participated in a trial and wear study prior to implanting the permanent nalu system. Both the trial system and the permanent system targeted the saphenous and superior genicular nerves to treat the patient's knee pain. During the trial phase the patient reported pain reduction from 9/10 down to 2/10. After implanting the permanent system the patient reported not receiving the expected level of pain relief. The system was reprogrammed several times in attempt to improve therapy. On (B)(6) 2024 a surgical revision was performed to remove the existing system and place a new nalu system. The original system was discarded by the medical facility and is not available for evaluation by the firm.